Event description:
The steris employee is back to work and has no sustaining injuries.

Event description:
The user facility reported that a steris service technician was conducting preventative maintenance on the heating element and boiling chamber of the sterilizer's steam generator when hot steam and water came out of the steam generator chamber and onto his arms, back, and neck. Hospital employees poured water on him, showered him, and he was taken to the facility emergency room and ICU burn unit. The technician received second degree burns on his arms, back, and neck. The technician has been released from the hospital and is currently recovering at home.

Manufacturer narrative:
The steris service technician believed no residual steam pressure remained in the generator and proceeded to remove the heater bolts without verifying the generator was drained or cooled. When the heating element was removed from the generator the residual steam and hot water came out of the generator. Further investigation of the reported event found that the steris service technician did not follow the proper preventative maintenance guidelines stated in the operator manual for removing and cleaning the heating element and boiler chamber of the sterilizer's steam generator. The technician did not "allow the generator to cool and drain completely". On (B)(6) 2010, steris corporate health and safety issued a notification to field management to remind all technicians of the instructions for performing preventative maintenance on steam sterilizer generators and to always follow established procedures when performing work. The technician involved in this event will receive individualized training on the proper maintenance procedures for steam generators.